Event description:
It was reported that during football match the patented banged his head on the implant site against another child's knee. From then on, the patient's hearing perception was intermittent, until the device stopped working totally. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.